Event description:
It was reported to boston scientific corporation that a axios stent and electrocautery-enhanced delivery system was to be implanted through the gastric pouch during a gastrostomy procedure, the first stage of the edge procedure, which was performed on an unknown date. During the procedure, the stent did not fully open and got caught at the level of the elevator. The stent was removed together with the catheter. The patient experienced a perforation of the excluded stomach and developed peritonitis after the procedure. The patient was sent for surgery that night, and the patient's condition at the conclusion of the procedure was reported to be okay, with full recovery noted. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The axios stent and electrocautery enhanced delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." It was reported that the axios stent was to be implanted through the gastric pouch during a gastrostomy procedure, the first stage of the edge procedure. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size that are adherent to the gastric or bowel wall. The device is not indicated to be placed through the gastric pouch.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf patient code e2114 captures the reportable event of perforation. Imdrf patient code e1024 captures the reportable event of peritonitis. Imdrf impact code f19 captures the surgical intervention performed.

Event description:
It was reported to boston scientific corporation that a axios stent and electrocautery-enhanced delivery system was to be implanted through the gastric pouch during a gastrostomy procedure, the first stage of the edge procedure, which was performed on an unknown date. During the procedure, the stent did not fully open and got caught at the level of the elevator. The stent was removed together with the catheter. The patient experienced a perforation of the excluded stomach and developed peritonitis after the procedure. The patient was sent for surgery that night, and the patient's condition at the conclusion of the procedure was reported to be okay, with full recovery noted. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The axios stent and electrocautery enhanced delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." It was reported that the axios stent was to be implanted through the gastric pouch during a gastrostomy procedure, the first stage of the edge procedure. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts greater than or equal to 6 cm in size and walled-off necrosis greater than or equal to 6 cm in size that are adherent to the gastric or bowel wall. The device is not indicated to be placed through the gastric pouch.

Manufacturer narrative:
Block h7 (if remedial act init, type), h9 and h11 were updated with the additional information received on december 19, 2025. Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf patient code e2114 captures the reportable event of perforation. Imdrf patient code e1024 captures the reportable event of peritonitis. Imdrf impact code f19 captures the surgical intervention performed. Block h11: boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. Despite multiple efforts, bsc was unable to confirm the batch number for the axios stent and electrocautery enhanced delivery system used in this event. Based on the reported clinical observations associated with stent partially deployed and the date bsc was informed of this event, bsc is conservatively associating this event with the recall in an abundance of caution. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.